Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, and the issue was resolved as the sensor session started successfully without displaying the error code again.